Event description:
It was reported that the iunihg fractured. Implant is in patient's mouth with out any issues. The patient's retaining screw (iunihg) failed, entire prosthesis came out implant had to be uncovered under local anesthesia. Healing abutment was placed and prosthesis will have to be seated with new retaining screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (gold-tite abutment screw internal connection implant) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1296887. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296887 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 22, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.